Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the drawer 3 was not opening. A field service engineer noticed a rubber band behind drawer 3, and it was removed. Additionally, drawer 3 was overstocked with medical supplies, making it difficult to pull out, addressed the issues and the issue was resolved. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported by the customer that a bd pyxis¿ anesthesia station es drawer 3 was not opening. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.